Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on (B)(6) 2019 was 58 mg/dl at 2:42:13 pm. A review of the log indicates that the lowest bg reading on (B)(6) 2019 was 60 mg/dl at 12:02:09 pm. Cgm alert 3 (cgm glucose reading below user threshold) enunciated on (B)(6) 2019 and (B)(6) 2019. A tubing fill of size 12.0 units was observed on (B)(6) 2019 if user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. A cgm alert 14 (transmitter out of range) enunciated on (B)(6) 2019 at 9:17:33 am. Allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg. On (B)(6) 2019 , user made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Making bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob) could lead to a low bg event. On 10/5/2019, user made a bolus request of size 25 units, approximately 3 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg value not provided) and lost consciousness. After being transported and admitted to the hospital, the customer regained consciousness. X-ray and magnetic resonance imaging (MRI) were performed and low bg was identified as cause of loss of consciousness. Customer was treated with medication. Low bg was resolved and customer was discharged on (B)(6) 2019 with no permanent injury. Customer did not know cause of low bg; however, alleged pump did not alert for the low bg. Tandem technical support (cts) reviewed pump data and found that the basal iq feature performed as expected and the customer had acknowledged a low bg alert prior to losing consciousness. Customer acknowledged information. Cts assisted customer with turning pump alert/alarm volume to high.